Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that, approximately two weeks post implant, the patient experienced cardiac tamponade and pericardial effusion due to perforation. It was not determined whether or not the right atrial (ra) lead or right ventricular (rv) lead was the cause of the event. A pericardiocentesis was performed and a drain was placed. The ra lead and rv lead remains in use. No further patient complications have been reported as a result of this event.